Event description:
In 4/2002, a gliatech employee was served papers pertaining to a product liability lawsuit for adcon-l. The paperwork indicates that the plaintiff underwent a l5-s1 microdiscectomy in 2000 and that they suffered a "life threatening infection". The suit alleges that the adcon-l gel was contaminated with pseudomonas bacteria. No additional information is currently available at the present time.